Event description:
Diagnostics showing low output status and high impedance was received. As patient has been seizure free, the provider will wait and replace the vns only if seizures return.

Event description:
A high impedance event was observed in programming history database for patient's device. The device was interrogated and a system diagnostic was performed, which resulted in high impedance. The patient was reported to be seizure free for 8 years and so family decided to leave the device as is and not replace.